Event description:
It was reported that, when connecting the part to another component, the union nut slips on the patient side of the system, which makes a firm connection impossible. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The returned samples consisted of six (6) products; two (2) products from lot number 3581560, two (2) products from lot number 3475020 and two (2) products from lot number 3565321. The samples were received in new conditions with their original unopened packaging. Visual inspection: the sample was visually inspected at a distance of 12 inches to 24 inches under normal conditions of illumination; the rotating coupling was properly attached to the return connector in all the six (6) samples. Function testing: the ID (inside diameter) of the rotating coupling was measured using a pin gauge; all 6 samples passed. The od (outside diameter) of the swivel return connector was measured using a micrometer; all 6 samples failed the test and was found to be under specification. The most probable root cause of the issue is supplier-related; the outside diameter of swivel return connector was under specification. Action(s) taken to mitigate the reported issue(s): supplier was notified to request for root cause analysis and corrective actions.